Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt had "connect power" alarms while connected to batteries and power module. This pt had extreme difficulty exchanging the system controller. It is estimated his pump may have been off 10 minutes or longer while he was trying to make the exchange. This pt was educated how to perform the system controller change and demonstrated ability to do so on practice equipment in the past. A review of the steps of the system controller change occurred again over the phone just prior to the pt making the exchange. He verbalized understanding of the steps. The pt took aspirin following this event.

Manufacturer narrative:
The device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
The system controller was returned for evaluation. The extracted log file captured multiple active power cable alarms on the white power cable. These alarms were not due to true power cable disconnects but were due to power cable faults. Throughout the log file, the system operated above the low speed limit while the driveline was connected. Upon receiving the power cable alarms, the driveline was initially disconnected for approximately six minutes before it was reconnected. The driveline was then disconnected again for approximately 40 seconds before the final system controller exchange to the backup system controller. The power cable disconnect alarms were reproduced during investigation. Analysis on the printed circuit boards revealed an issue with the connections associated with the white power cable. Similar issues with the printed circuit board were previously identified and a corrective and preventative action was implemented to address the issue. The returned system controller was manufactured prior to the implementation of this corrective action. Functional testing was performed and there were no issues observed with connecting the system controller to a test pump. No anomalies were observed within the system controller power cables that could have contributed to the reported difficulty connecting. A review of the device history records showed no deviations from manufacturing or quality assurance specifications for the system controller. The manufacturer is closing the file on this event.